Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that the during the implant procedure the atrial setscrew on the device would not engage the atrial lead following a lead repositioning. A different device was successfully implanted. No patient complications have been reported as a result of this event.